Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code. The biomed reports there was no patient injury or medical intervention caused by this pump. It is not known if the device was in use on a patient when the failure occurred.